Event description:
A customer reported the firing mechanism on her adc lancing device would not fire and she was therefore unable to check her blood glucose. Customer experienced seizure and a loss of consciousness an received unspecified treatment by third-party. Customer was seen at a hospital where a reading of 502 mg/dl was obtained on the hospital meter and she was reportedly provided oral glucose and prescribed metformin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.